Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user stated that the chair started drifting to the left since the right wheel locked up.